Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3887-28, lot# l62163, implanted: (B)(6) 1999, product type: lead. Product ID: 3887-45, lot# v204297, implanted: (B)(6) 2010, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2010, product type: extension.

Event description:
A manufacturer representative reported a consumer's stimulation abruptly stopped on (B)(6) 2016 in the middle of the night. The consumer reported a burning sensation that started at the implantable neurostimulator (ins) pocket (abdominal area) and follows around to the back roughly at the lead/extension connection whenever stimulation was turned on. Redness was seen and a hot sensation was felt by the consumer when charging at the pocket site, which was confirmed by a nurse at the hospital as well. The consumer noted the ins was not holding a charge as before, but she had also needed to increase her settings to get pain control as therapy from stimulation had decreased. She also felt that during charging, it was getting hotter than normal and felt internally and externally (surface of skin) was hot. No falls, trauma, or new activities were noted. The representative could not communicate with the ins using the patient programmer, clinician programmer, or recharger and suspected the ins was overdischarged. The consumer reported charging every few days. The representative performed a physician mode recharge (pmr) on (B)(6) 2016, let it run for the full 60 minutes, and the ins responded following the pmr. Recharge stats showed the following: session 1 - (B)(6) 2000 00:44:16, 8 coupling bars, charged for 146 min, starting voltage: 3.605v ending voltage: 3.99v; and all other session data was set to (B)(6) 2000 with no data present because the pmr was already performed. It was reviewed that the loss of stimulation was likely due to a low battery, but this could not be confirmed. A CT scan was done, read and found the leads appeared to be in the correct location. Electrode impedances taken showed a range of about 700 to 1000 ohms. Group impedance was not run a second time as it caused the consumer a lot of pain and discomfort. The representative had run it previously and indicated it was around 900 ohms. Troubleshooting had stimulation turned off on contacts 0-3, run stimulation on other lead (contacts 4-7), and the consumer felt a burning sensation at 4.3v more toward the back. Stimulation was then turned off on contacts 4-7, stimulation turned on contacts 0-3, and the consumer felt a burning sensation at 0.8 v and jumped during this process. It was noted that the leads were very prominent. The consumer was currently in the hospital due to extreme pain she was in without stimulation and that caused her blood pressure to raise very high. The consumer was scheduled for a revision on (B)(6) 2016. The cause was not yet determined; however, a fluid leak was suspected. Indication for use included non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
Other applicable components are: product ID: 3887-28, lot# l62163, implanted: (B)(6) 1999, product type: lead. Product ID: 3887-45, lot# v204297, implanted: (B)(6) 2010, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2010, product type: extension.

Event description:
The manufacturer representative (rep) reported that the extension and battery were replaced. The cause of the implantable neurostimulator (ins) hot and red when charging/stimulation stopping/burning from ins to lead was assumed to have something to do with extension/lead connectors. The rep reported that the fluid leak was assumed but difficult to confirm. It was also reported that the reported issues had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.